Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2019, the patient reported seeing an 8286 (empty reservoir) code on his ptm (personal therapy manager). He confirmed he had heard an alarm earlier in the day which sounded like a critical alarm. He was due for a pump refill and it was scheduled for friday ((B)(6) 2019). No patient symptoms were reported. No further complications have been reported as a result of this event.